Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip is bent, causing side-to-side misalignment of the grips. There is a .015 offset at the tips, indicating overloading at the tip. It was concluded that the damage was likely due to mishandling/misuse. Failure analysis investigation also found that the pitch up cable is frayed at the distal clevis hub. No other damage was found.

Event description:
It was reported that during a da vinci pancreatectomy procedure, the tips of the maryland bipolar forceps instrument don't line up. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.